Manufacturer narrative:
Philips has investigated this complaint philips has completed a good faith effort to get further information regarding patient and procedure outcome however the customer has not provided the requested information the customer told the philips fse about an error in the systems dc power supply that could impact booting review of the log file analysis confirms the dc power supply error upon troubleshooting fse checked the system but couldn¿t replicate the reported issue the device met specifications but the customers reported issue couldn¿t be replicated. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's dc power supply had an error, which can impact booting. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.